Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose level was below 40 mg/dl at the time of the incident. The customer treated with food. The customer did not mention any symptoms. The customer declined troubleshooting for low blood glucose readings. The customer did not seek medical attention. No further details provided. The insulin pump will not be returned for analysis.